Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (2.25cyl), 18.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, non-company, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient vision needs. No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced starbursts when driving at night and blurry vision. The lens was exchanged for another lens model 02 months 15 days following the initial procedure. Additional information was received, patient experienced blurred vision uncorrectable by refraction. In the surgeon¿s opinion multifocal technology caused or contributed to the events and there was no patient harm.